Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.